Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. During the procedure, the new implantable cardioverter defibrillator had continuous oversensing episodes that caused inappropriate mode switch. The device was not used and another device was implanted instead. The issue was not reproducible post procedure. The patient was stable post procedure.